Event description:
Patient reported right side "pain, rupture and capsular contracture baker grade IV". Later, healthcare professional reported "rupture and implant exchange from textured to smooth due to the patient's concerns with the product". The device has explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV.

Event description:
Patient reported right side "pain, rupture and capsular contracture baker grade IV". Later, healthcare professional reported "rupture and implant exchange from textured to smooth due to the patient's concerns with the product". The device has explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening on posterior side assessed as fold flaw opening. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedure, creases, particles and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.